Event description:
Subject was wearing commercially available novo-ttf-100a device. The device was plugged into an electric source on the wall when the subject walked away while still connected to the device. The device cord reached its maximum length and the tension created from the cord pulled the subject backward resulting in the subject falling. Subject did not have altered mental status prior to or after the event. There was no seizure activity. Subject went to the local hospital by car due to right leg pain. Imaging showed right hip fracture. Subject was admitted to hospital for trans-cutaneous screw placement.

Manufacturer narrative:
(B)(4), 2012. The subject device was evaluated in the field by downloading a diagnostic file which records data including notifications of any abnormal operating conditions. Analysis of the file revealed that the device was operating normally up to and including the time of the incident. The device did not exhibit any mechanical deficiencies or anomalies. The device was returned to the subject for use.